Manufacturer narrative:
(B)(4). Insulin pump received with no delivery, occlusion alarm during testing due to moisture damage on motor assembly noted.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was unknown. Customer stated the insulin did not exit and pump alarmed insulin flow blocked. The customer declined troubleshooting as he used three sets and each sets got the same insulin flow blocked after giving him 5 units fill cannula. Customer reported that insulin does not exit with plunger push. Customer reported insulin exited, but there was greater than normal resistance when attempting plunger push. The device will be returned for analysis.